Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6)old, female patient who was receiving morphine 10mg/ml at 7.579 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient experienced lack of therapy. On (B)(6) 2016, the patient presented with potential withdrawal-type symptoms. A catheter study was done and the physician felt that catheter had a positional kink in it, so the patient was not getting consistent therapy. On (B)(6) 2016, a catheter revision occurred due to the kink and the event resolved. If additional information becomes available, a follow-up report will be submitted.